Event description:
It was reported that there was increase impedance and that it was now high. It was also noted that the capture threshold had risen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.